Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was experiencing high blood glucose levels. The customer's blood glucose level was 423 mg/dl at the time of the incident. The customer treated with a syringe. The customer did not mention any symptoms. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode on the insulin pump was not active during the event. Customer was neither in the emergency room, nor admitted into the hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. Based on customer report customer does not allege pump was under delivering. Customer was advised to change entire set, reservoir and insulin and treat per health care providers instructions. The insulin pump will not be returned for analysis.